Event description:
The customer reported that power button on his olympus evis exera iii video system center was pressed in too far and became stuck. Additional details relating to the patient and the event have been requested, but all questions were answered unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The power button had been pressed in too far and would not toggle properly. The power button will require replacement. Additionally, it was noted that the ex board had a bent pin and loose locking lever, causing no image to appear and bad color hues when testing 180 series scopes. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power button/switch and the bent pin (related to the video connector receiver) could not be identified. However, it is likely the cause of the faulty power button/switch is related to the design change of the power switch, and the cause of the bent pin is likely related to excessive force that was applied. The design of the power switch was changed to improve its resistance. Modified products have been shipped since november 18, 2013. This also confirms that the reported device was manufactured prior to the design change and shipment of modified products. The bent pin phenomenon might have been prevented by following the instructions for use below: [important information ¿ please read before use] do not apply excessive force to this video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. [6.3 connection of an endoscope] confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the connectors on the scope side pin connector of the videoscope cable exera ii / that the video connectors of the videoscope / camera head / the oes video converter are not damaged. Olympus will continue to monitor field performance for this device.